Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an allergic reaction. The patient's physician instructed the patient to take (B)(6). Initial follow up indicated that the irritation worsened. Multiple follow up attempts were unsuccessful. The medical outcome is unknown.